Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had expose to moisture. The customer¿s blood glucose level was 137mg/dl the time of the incident. Customer stated the home screen did not appear on the display. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump was unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, the pump was received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with minor scratched lcd window.